Event description:
It was reported that the surgeon was using the device during a laparoscopic colon. Into the procedure, the instrument began shooting clips uncontrolled. The instrument was removed and replaced with a new instrument and the surgeon continued the procedure with no further issues. There were no adverse consequences to the pt. One device returning.